Event description:
It was reported that a patient reused a single-use device during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected in fill 2. The hp switched out the heater bag while connected to the machine and did not start over with all new supplies. The technical services representative (tsr) assisted the hp to end therapy and advised them to start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No root cause for the use error of reusing the disposable set without changing out all the supplies could be determined. The sample was not returned to baxter and the product number and lot number are unknown, therefore no evaluation or batch review could be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only".